Manufacturer narrative:
H6 - evaluation conclusion codes: updated.

Event description:
It was reported that removal difficulty occurred. Vascular access was via a right common femoral artery (cfa) contralateral approach. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified left common iliac artery. A 10x60x75 epic self-expanding stent was selected for use. During the procedure, angle of the abdominal aortic bifurcation was steep, the guiding sheath was achieved up to pre-dilation, though navigation was challenging. When introducing the device, resistance and stiffness were noted, prompting careful manipulation; however, it could not reach the lesion. Attempts to retrieve the device failed, requiring removal of both the device and guidewire together. Examination revealed a fractured proximal shaft, rendering the device unusable. There was no procedural factors contribute to the reported event. The procedure was completed with a different device. There were no patient complications as the result of this event.

Event description:
It was reported that removal difficulty occurred. Vascular access was via a right common femoral artery (cfa) contralateral approach. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified left common iliac artery. A 10x60x75 epic self-expanding stent was selected for use. During the procedure, angle of the abdominal aortic bifurcation was steep, the guiding sheath was achieved up to pre-dilation, though navigation was challenging. When introducing the device, resistance and stiffness were noted, prompting careful manipulation; however, it could not reach the lesion. Attempts to retrieve the device failed, requiring removal of both the device and guidewire together. Examination revealed a fractured proximal shaft, rendering the device unusable. There was no procedural factors contribute to the reported event. The procedure was completed with a different device. There were no patient complications as the result of this event.